Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The video system center was returned to the service center with a report of an audible alarm. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, internal liquid immersion on the front panel and board liquid corrosion was found. There was no patient involvement.